Event description:
It was reported that four anchor l cages broke; these fractures occurred during insertion of the grafts. However, the surgeon was able to successfully implant a cage and no report of adverse consequences to the patient.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: the anchor l lumbar stand alone- cage 10 x 22 x 30 mm x 12 deg was confirmed to be cracked as reported upon visual inspection. No anomalies were identified in the manufacturing files for the device lot that may have contributed to the reported event. Deformation consistent with the bone screw thread pattern was observed on the returned cage which confirms that the crack was not noticed until after screw insertion. Conclusion: it was reported that the guide was not used during screw insertion. Free hand technique is not advised and an overload applied during screw insertion is the likely cause of cage fracture in this case.

Event description:
It was reported that four anchor l cages broke; these fractures occurred during insertion of the grafts. However, the surgeon was able to successfully implant a cage and no report of adverse consequences to the patient.